Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that after pump was dropped into water, customer could not perform the fill tubing during the loading process. Customer reverted to using an alternate method of insulin therapy. There was no reported adverse impact to customer's blood glucose.